Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was removed from service. The lead was capped due to damage the wire broke behind the is-1 conductor. A new rate sense lead was implanted.